Event description:
Physician has had 4 occurrences of inflammation reaction associated with model u940a uv absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the control number relating to this incident. What co has received is the following info: date of surgery 10/16/1999 uneventful. 3+ flare and cell with mild hypopyon 1 day postop, however, vision relatively good at 20/80 uncorrected and vitreous clear. This was judged to be an endophthalmitis, however, in retrospect with clear vitreous no pain and relatively good vision may not have been endophthalmitis. Intra-vitreal antibiotics given by vitreo-retinal specialist and heavy topical steroids with clearing and 20/20 vision resulting.